Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a temporary implantable pulse generator (ipg) system and during placement of the permanent ipg system. It was also reported that the right ventricular (rv) lead exhibited elevated thresholds and elevated impedance during the implant procedure and when the temporary pacing lead was removed and the end of the procedure, the patient experienced pericardial effusion and tamponade due to perforation.